Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. A batch history record review was performed, and a protocols was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or ncr related to the complaint were found during the manufacturing process.

Event description:
It has been reported that during an unknown procedure, the scissors got stuck with the handpiece (hp054). The procedure was completed by another device. No harm to the patient.